Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been without stimulation and has not recharged their scs system in over a year. Reportedly, the ipg was unable to communicate with any devices. Surgical intervention was undertaken on (B)(6) 2018 wherein the device was explanted and replaced with a new model. Postoperatively, stimulation was restored and the issue resolved.